Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/21/2016 with the following findings: the black box and alarm history showed a cs 078 call service alarm on 07/05/2016. During the investigation, the pump alarmed with ¿cs 078¿ alarm upon the first rewind attempt therefore the initial call service alarm complaint was duplicated during the investigation. The pump¿s cover was removed and there were no intermittent conditions found to the motor flex/connector. The investigation revealed a slave processor failure. (B)(4).